Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 145 to 155mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6)2017, a back to back blood test was performed non-fasting by the customer and produced test results of 274 and 285mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/24/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 193mg/dl (B)(6)2017 08:00 am fasting: yes. A 174mg/dl (B)(6)/2017 07:00 pm fasting: yes. A 318mg/dl (B)(6)2017 06:00 pm fasting: yes. A 392mg/dl (B)(6)2017 06:00 pm fasting: yes. A 330mg/dl (B)(6)2017 08:00 pm fasting: yes. Customer is concerned with high readings. Results of concern are 193, 174, 318, 392, 330mg/dl fasting. Customer tests twice daily before breakfast and dinner.